Event description:
The sales representative reported on behalf of a customer that the device, ias8-120lp, airseal 8/120mm port, was used in an unnamed procedure on (B)(6) 2023, and the following occurred: ¿placed trocar initially without issue. During procedure as surgeon instructed staff to remove and replace davinci instrument (commonly done), the rubber seal inside trocar dislodged and went inside patient. Surgeon retrieved and finished procedure without difficulty.¿. There was no report of delay, impact, injury, medical intervention or prolonged hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Manufacturer narrative:
Received one ias8-120lp in opened original packaging. Lot number was verified. Performed a visual inspection, the complaint was confirmed. The rubber seal was returned disassembled from the sound cap. A likely cause of this event is use of excessive force during insertion of the device into the trocar and/ or use of a device larger than the capacity of the seal. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 36 reports, regarding 43 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: if using the optional sound cap (8 mm, 12 mm): inspect sound cap foam and seal prior to use. Use caution when inserting a sharp or large device through the blue sound cap seal. Inspect the sound cap after use for physical damage of any kind. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of a customer that the device, ias8-120lp, airseal 8/120mm port, was used in an unnamed procedure on (B)(6) 2023, and the following occurred: ¿placed trocar initially without issue. During procedure as surgeon instructed staff to remove and replace davinci instrument (commonly done), the rubber seal inside trocar dislodged and went inside patient. Surgeon retrieved and finished procedure without difficulty.¿ there was no report of delay, impact, injury, medical intervention or prolonged hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.